Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding an unknown patient receiving an unknown drug, dose, and concentration via an implantable for no known indication for use. It was reported in 2016 a terminal event occurred end of service (eos) with a tube set and early replacement indicator (eri) also occurred. Schedule to replace pump by (B)(6) 2017 message was displayed. Rep thought it was a pain pump, but was not certain of that. Caller had no other details on the event. Pertinent information per caller's inquiries and troubleshooting with rep was reviewed. Alarm for eos and stopped pump may exceed tube set were alarming. It was unknown if any symptoms were reported. No further information provided.